Event description:
The reporter stated the surgeon was inserting a three piece silicone lens, model number aq2003v and the lens ejected out the side of the cartridge. The cartridge used has not been approved with this lens.

Manufacturer narrative:
Eval results: visual inspection of the returned product found a portion of the lens optic torn. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for eval. A work order search was performed and no similar complaints were found. Conclusions: based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined.